Event description:
Customer reported the image is too dark and technique goes to max. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and determined the image intensifier needed to be replaced. Customer declines repair.